Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of silver metallic coiled wire that focally extend into the fundus') in an adult female patient who had essure (batch no. 927072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, pelvic pain, menorrhagia, dysfunctional uterine bleeding, adenomyosis, endometriosis, gravida ii, parity 2 and cramp in lower abdomen. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("menorrhagia"), abnormal uterine bleeding ("dysfunctional bleeding"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, dysmenorrhoea, pelvic pain, heavy menstrual bleeding, abnormal uterine bleeding, adenomyosis and endometriosis outcome was unknown. The reporter considered abnormal uterine bleeding, adenomyosis, device breakage, dysmenorrhoea, endometriosis, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: has been bleeding ever since delivery on (B)(6) 2017 as per mr. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:device breakage, dysmenorrhea, pelvic pain, menorrhagia, dysfunctional bleeding, adenomyosis, and endometriosis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of silver metallic coiled wire that focally extend into the fundus') in an adult female patient who had essure (batch no. 927072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, pelvic pain, menorrhagia, dysfunctional uterine bleeding, adenomyosis, endometriosis, gravida ii, parity 2 and cramp in lower abdomen. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("menorrhagia"), abnormal uterine bleeding ("dysfunctional bleeding"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, dysmenorrhoea, pelvic pain, heavy menstrual bleeding, abnormal uterine bleeding, adenomyosis and endometriosis outcome was unknown. The reporter considered abnormal uterine bleeding, adenomyosis, device breakage, dysmenorrhoea, endometriosis, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: has been bleeding ever since delivery on (B)(6) 2017 as per mr. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:device breakage, dysmenorrhea, pelvic pain, menorrhagia,, dysfunctional bleeding, adenomyosis, endometriosis most recent follow-up information incorporated above includes: on 29-apr-2021: mr received: " previously reported event medical device removal replaced with pieces of silver metallic coiled wire that focally extend into the fundus". Reporter, lot number, medical history and rcc added. Events dysmenorrhea, pelvic pain, menorrhagia,, dysfunctional bleeding, adenomyosis, endometriosis added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report